Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient underwent a coil embolization procedure in the anterior cerebral and anterior communicating arteries using a penumbra smart coil (smart coil) on (B)(6) 2017. During the procedure, one smart coil was placed and the procedure was successfully completed. On (B)(6) 2017, the patient had no neurological symptoms, however a follow-up CT scan revealed an interhemispheric subarachnoid hemorrhage. The patient was discharged on (B)(6) 2017 with no action taken, though another CT was performed on (B)(6) 2017 confirming that the interhemispheric sah was still present. It was adjudicated that the interhemispheric subarachnoid hemorrhage was possibly related to the procedure, the smart coil system, and the disease state.